Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a signal loss on the g5 mobile application and an adverse event. The patient stated the g5 mobile application lost signal at midnight on (B)(6) 2018. At 6:00am, the patient¿s husband realized something was wrong when the patient was not awake yet and checked on her. He tried to wake her up and realized she was having a low, so he took her to the hospital. The patient was treated with glucagon and 10 minutes later, the patient was good to go. At the time of contact, the patient was doing okay. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.